Event description:
Information was received indicating that a smiths medical medfusion pump exhibited audio alarm error. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement. (Updated h6). Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of "backup audible alarm post." Functional testing included powering on the pump. The error was not duplicated on power up; however, the investigation determined that a faulty main board was the cause of the reported intermittent alarm.